Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13e30019, h13g07047 and h13g29017 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a full device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment for peritonitis was not reported. The patient recovered and was discharged from the hospital three days later. The cause of the peritonitis was unknown. No additional information is available. This is report 1 of 4 involved in this peritonitis event.